Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received shocks for intermittent post sensed t-wave oversensing. The patient had vt event in the ER, the device sensed, detected, and converted the rhythm. After the vt treatment, the patient had a pulse less rhythm and passed away. The physician believes that the inappropriate shocks for t-wave over- sensing contributed to the patients vt event. The patient was buried with the devices, no autopsy was performed.